Event description:
It was reported that arteriotomy closure of the calcified common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the posterior foot was completely detached and not returned with the device. The posterior foot break is consistent with the posterior needle being deflected and striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Therefore, the reported needle-to-cuff miss is confirmed. The posterior foot break during needle deployment would result in a failure to retrieve the suture. Possible contributing factors for the needle deflection that resulted in a posterior foot break include, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and/or incorrect deployment techniques. During the manufacturing process, the foot is deployed to test the needle trajectory of every device. The reported calcification in the artery could have contributed to needle deflection that resulted in the posterior needle striking and breaking the foot during needle deployment. The proglide instructions for use (IFU) states that the safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated or the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to the needle deflection and subsequent posterior foot break. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the posterior foot break is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a product quality deficiency.